Event description:
She obtained a result of 426mg/dl on the device and 20 minutes later tested at 118mg/dl on the doctor's devcie. She reports testing 5 minutes after that with her own device at 40mg/dl. No treatment received. No quality controls were used. No strip information provided. Requested return of suspect device and replacement. Was sent.